Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K990090. Samples received: none. Analysis and results: there are no previous complaints of this code batch. We manufactured and distributed in the market 84 units of this code batch. There are no units in our stock. We have not received any sample for analysis. Without any closed and/or defective sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record of this product, there was an internal non-conformity. This product was released into the market fulfilling usp/ep and b. Braun surgical requirements. Remarks: care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Event description:
It was reported the needle detachment and needle bent. The reporter indicated that bad quality suture, the needle bent easily and the needle detached easily. Additional information was not provided.